Manufacturer narrative:
The MDR 3003721894-2018-00270 is associated with argus case (B)(4) super poligrip free denture adhesive cream.

Event description:
Continues to come down my throat (accidental device ingestion). I gag and choke because it oozes (choking). I gag and choke because it oozes (gagging). I have to apply the original more than once a day (device use error). Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) female patient who received double salt dental adhesive cream (super poligrip free denture adhesive cream) cream (batch number unk, expiry date unknown) for denture wearer. This case was associated with a product complaint. Co-suspect products included double salt dental adhesive cream (super poligrip original (zinc free formula)) cream (batch number a37x, expiry date unknown) for denture wearer. Concurrent medical conditions included smoker. Concomitant products included no therapy. On (B)(6) 2018, the patient started super poligrip free denture adhesive cream and super poligrip original (zinc free formula). On (B)(6) 2018, less than a day after starting super poligrip free denture adhesive cream and super poligrip original (zinc free formula), the patient experienced accidental device ingestion (serious criteria gsk medically significant), choking (serious criteria gsk medically significant), gagging, device use error and product complaint. On (B)(6) 2018, the outcome of the choking and gagging were recovered/resolved. On an unknown date, the outcome of the accidental device ingestion, device use error and product complaint were unknown. The reporter considered the accidental device ingestion, choking and gagging to be related to super poligrip free denture adhesive cream. It was unknown if the reporter considered the device use error to be related to super poligrip free denture adhesive cream and super poligrip original (zinc free formula). It was unknown if the reporter considered the accidental device ingestion, choking and gagging to be related to super poligrip original (zinc free formula). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: adverse event information was received on 24 july 2018. Consumer stated, "I would like to see on the shelves of stores a variety pack of all three polident - I purchase all three and have to buy different boxes of all three types and think a variety pack would be a good idea. I love the product and they work very well. I am a smoker and I love the cinnamon. I use each of the products at a different time. I also use the poligrip. I wish there was a way to fix that it doesn't ooze that much from my dentures. I gag and choke because it oozes and continues to come down my throat. I wish it would last longer through the day. What is the zinc for? I have to apply the original more than once a day. The green one seems to last longer. Are you supposed to apply it when they're dry? I used to use the fixodent and that oozes badly, that's why I switched over".

Manufacturer narrative:
3003721894-2018-00270 is associated with (B)(4) super poligrip free denture adhesive cream. Additional information for complaint (B)(4) (product oozes after application): no sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a batch envelope. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. Additional information for complaint (B)(4) (product does not hold): no sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a batch envelope. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. The information above regarding complaint (B)(4) was previously submitted with follow-up 1.

Event description:
Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) female patient who received double salt dental adhesive cream (super poligrip free denture adhesive cream) cream (batch number unk, expiry date unknown) for denture wearer. This case was associated with a product complaint. Co-suspect products included double salt dental adhesive cream (super poligrip original (zinc free formula)) cream (batch number a37x, expiry date unknown) for denture wearer. Concurrent medical conditions included smoker. Concomitant products included no therapy. On (B)(6) 2018, the patient started super poligrip free denture adhesive cream and super poligrip original (zinc free formula). On (B)(6) 2018, less than a day after starting super poligrip free denture adhesive cream and super poligrip original (zinc free formula), the patient experienced accidental device ingestion (serious criteria gsk medically significant), choking (serious criteria gsk medically significant), gagging, device use error and product complaint. On (B)(6) 2018, the outcome of the choking and gagging were recovered/resolved. On an unknown date, the outcome of the accidental device ingestion, device use error and product complaint were unknown. The reporter considered the accidental device ingestion, choking and gagging to be related to super poligrip free denture adhesive cream. It was unknown if the reporter considered the device use error to be related to super poligrip free denture adhesive cream and super poligrip original (zinc free formula). It was unknown if the reporter considered the accidental device ingestion, choking and gagging to be related to super poligrip original (zinc free formula). Additional information, adverse event information was received on 24 july 2018. Consumer stated, "I would like to see on the shelves of stores a variety pack of all three polident - I purchase all three and have to buy different boxes of all three types and think a variety pack would be a good idea. I love the product and they work very well. I am a smoker and I love the cinnamon. I use each of the products at a different time. I also use the poligrip. I wish there was a way to fix that it doesn't ooze that much from my dentures. I gag and choke because it oozes and continues to come down my throat. I wish it would last longer through the day. What is the zinc for? I have to apply the original more than once a day. The green one seems to last longer. Are you supposed to apply it when they're dry? I used to use the fixodent and that oozes badly, that's why I switched over". Adverse event revision information was received on 03 august 2018. Consumer used the super poligrip to hold in her dentures. It oozes out from between her gums and dentures. This oozing causes her to gag, choke and accidentally ingest the product. This product also does not hold her dentures in, causing her to re-apply it. Follow-up information was received on 14 august 2018 from the quality assurance (qa) department regarding issue (B)(4) for unknown lot number. No sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. Qa analysis revealed the complaint to be unsubstantiated. Follow-up information was received on 23 august 2018 from the quality assurance (qa) department regarding issue (B)(4) for lot number a37x. The quality investigation report concluded that, the product sample was not received and the analytical release data was reviewed by quality and all results were within specification requirements for this batch. Stability data confirms that the product remains within specification for the duration of the shelf life for this product. The product complaint was closed as unsubstantiated. The event onset date was removed for the device use error and product complaint.

Manufacturer narrative:
Argus case: (B)(4) super poligrip free denture adhesive cream. Additional information for complaint: (B)(4) (product oozes after application): no sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a batch envelope. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. Additional information for complaint: (B)(4) (product does not hold): no sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a batch envelope. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements.

Event description:
Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a 59-year-old female patient who received double salt dental adhesive cream (super poligrip free denture adhesive cream) cream (batch number: unk, expiry date unknown) for denture wearer. This case was associated with a product complaint. Co-suspect products included double salt dental adhesive cream (super poligrip original (zinc free formula)) cream (batch number: a37x, expiry date unknown) for denture wearer. Concurrent medical conditions included smoker. Concomitant products included no therapy. On (B)(6) 2018, the patient started super poligrip free denture adhesive cream and super poligrip original (zinc free formula). On (B)(6) 2018, less than a day after starting super poligrip free denture adhesive cream and super poligrip original (zinc free formula), the patient experienced accidental device ingestion (serious criteria gsk medically significant), choking (serious criteria gsk medically significant), gagging, device use error and product complaint. On (B)(6) 2018, the outcome of the choking and gagging were recovered/resolved. On an unknown date, the outcome of the accidental device ingestion, device use error and product complaint were unknown. The reporter considered the accidental device ingestion, choking and gagging to be related to super poligrip free denture adhesive cream. It was unknown if the reporter considered the device use error to be related to super poligrip free denture adhesive cream and super poligrip original (zinc free formula). It was unknown if the reporter considered the accidental device ingestion, choking and gagging to be related to super poligrip original (zinc free formula). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information, adverse event information was received on (B)(6) 2018. Consumer stated, "I would like to see on the shelves of stores a variety pack of all three polident - I purchase all three and have to buy different boxes of all three types and think a variety pack would be a good idea. I love the product and they work very well. I am a smoker and I love the cinnamon. I use each of the products at a different time. I also use the poligrip. I wish there was a way to fix that it doesn't ooze that much from my dentures. I gag and choke because it oozes and continues to come down my throat. I wish it would last longer through the day. What is the zinc for? I have to apply the original more than once a day. The green one seems to last longer. Are you supposed to apply it when they're dry? I used to use the fixodent and that oozes badly, that's why I switched over". Adverse event revision information was received on (B)(6) 2018. Consumer used the super poligrip to hold in her dentures. It oozes out from between her gums and dentures. This oozing causes her to gag, choke and accidentally ingest the product. This product also does not hold her dentures in, causing her to re-apply it. Follow-up information was received on 14 august 2018 from the quality assurance (qa) department regarding issue: (B)(4) for unknown lot number. No sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. Qa analysis revealed the complaint to be unsubstantiated.